Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd sars-cov-2/flu for bd max¿ system incorrect label information was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "an error appears in the french version of the bd max sars cov2 flu test data sheet (445011)."

Event description:
It was reported that while using bd sars-cov-2/flu for bd max¿ system incorrect label information was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "an error appears in the french version of the bd max sars cov2 flu test data sheet (445011)."

Manufacturer narrative:
H6: investigation summary the complaint investigation for incorrect labelling on the bd sars-cov-2/flu for bd max¿ system kit (ref. 445011) from lot 1279343 was performed by the review of the product package insert and verification of complaints history. Customer reported an error in the title of table 11 included in the french version of bd sars-cov-2/flu for bd max¿ system kit (445011) package insert (p0257 version 3 fr). The complaint was filed against kit lot 1279343 although the issue is not linked to a specific lot. Pi review confirmed that title of table 11 mentions detection of chlamydia trachomatis but this is not one of the targets detected by the bd sars-cov-2/flu for bd max¿ system assay, confirming the customer issue. The mistake was found only in the french version of the package insert. The investigation determined that the cause of the error was attributed to a software glitch of the translation tool used. No reagents issue is suspected. There is no indication of an increase in complaints for incorrect labelling on the bd sars-cov-2/flu product. The root cause was identified as a software glitch with the translation tool used. Bd confirms the issue based on the investigation performed. H3 other text : see h10.